Event description:
It was reported to boston scientific corp that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the needle was placed into the tissue of the pt, and vacuum was applied to acquire a sample. After 5-10 jabbing attempts, the needle would not retract back into the sheath. The unretracted needle was removed through the endoscope. The sheath was then found to be kinked at the distal end. The procedure was completed with another manufacturer's device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).